Event description:
It was reported that the pressure guidewire was inserted into the patient. After normalization, and after the pressure guidewire was being advanced beyond the targeted intermediate lesion in the left circumflex artery (lcx), the normal waveform was lost. To proceed with the ffr measurement, the physician requested another pressure guidewire from a different manufacturer and achieved an ffr reading of 0.93. The case was completed safely with no adverse events or injury to the patient. The pressure guidewire was returned to the manufacturer 36 calendar days from date of event. The manufacturer's examination results revealed a corroded distal tip dome.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with multiple kinks and the distal tip was shaped. The signal test was performed and the device was not recognized and could not be zeroed. The "attach wire to connector" message was produced. An electrical resistance/continuity test revealed an open green lead which would result in loss of the normal waveform and the prompt message (as reported by the customer). A copy of the waveform printout was submitted by the customer as further evidence of the loss of the normal waveform. During the evaluation, it was noted that the device's distal tip soldered dome was corroded. Whitish/yellowish debris was noticed on the distal tip and the sensor area however the pressure sensor was intact. This type of debris could be a residual effect of dried bodily fluids and/or contrast media remaining on the device. The distal tip soldered dome has no electrical functionality and does not affect the signal. The purpose of the tip dome is to allow for smooth tracking and reduced resistance during the advancement of the wire and the reported cases did not indicate that there were any issues associated with tracking or resistance. The initial report from the customer did not include any report of a corroded tip dome. The manufacturer has performed an investigation on the observed corrosion on the distal tip dome. The simulated study included exposure of the distal tip to blood, saline and contrast media that the device would be exposed to during normal clinical use. (B)(4): preliminary results from this study indicate that the corrosion observed on returned product, actually occurred several weeks post procedure. Therefore, the corrosion observed on the distal tip poses no adverse clinical effects to patients. The testing is continuing to document the effects of exposure to blood, saline and contrast over extended periods of time. Once the time study is completed and the investigation report is reviewed and approved internally a supplemental report will be submitted to the appropriate regulatory agencies.